Manufacturer narrative:
(B)(4). The device passed electrical testing and failed functional testing due to multiple fills and drains being outside of volumetric specification. External and internal inspections were performed and found no issues. Accuracy confirmation testing was performed and the device failed. The piston foam was replaced and was able to pass accuracy confirmation testing. The original piston foam was removed and inspection found the piston foam to be deteriorated and the door piston to be cracked. The device passed temperature verification testing. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. The door piston and piston foam were scrapped. The device was sent to service.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.